Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 43 alarm during rewind, battery failed alarm, moisture exposure and cosmetic damage on the battery compartment found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thump. Rewind functioned properly and no pump error 43 or battery failed alarms noted during testing. A review of the history files show there were five (5) pump error 43 alarms between 15:40 and 16:47 and four (4) failed batt test (battery failed) alarms between 15:40 and 15:51. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, found corrosion on the motor home switch. Pump error 43 alarms found in the history files are due to corroded motor home switch. Suspect the customer encountered the pump error 43 alarm during rewind due to corrosion on the motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 43 alarm during rewind, moisture damage, and cosmetic damage on the battery compartment are all confirmed. Battery failed alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had the motor was detected by reading unexpected value from hall sensor alarm. Insulin pump was exposed to moisture. Customer was able to clear the alarm but was not able to rewind the insulin pump. Customer performed self test but the test was failed. Insulin pump had the crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.